Manufacturer narrative:
Internal blood leak can occur due to damage to the hollow fiber. No further info is expected for this specific event and the case is considered closed.

Event description:
Customer complaints blood loss during the treatment. Blood flow rate 100ml/min tmp, 50mmhg, blood loss was minimal. No patient harm and no medical intervention was necessary.